Event description:
Covidien versastep plus dilator and cannula with radially expandable sleeve 15mm, ref (B)(4), lot j0g1695y, broke apart in the patient during the operative procedure. Attempts were made to remove plastic pieces without success. Not x-ray detectable. FDA safety report ID# (B)(4).